Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: nt413, osseotite¿ tapered implant 4 x 13mm, lot: 2023020453.

Event description:
It was reported that during second stage surgery cover screw was removed and healing abutment was placed, it did not screw properly and fractured at the screw of the abutment. Doctor tried to remove fragment of abutment screw with the proper tool, when it was not possible, implant was removed. Doctor reported deformation of internal thread of implant at tooth site 14.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet healing abutment for evaluation. Visual evaluation was performed, visual evaluation was performed, the unknown healing abutment screw was fractured and partially drilled out. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and partially drilled out. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.